Event description:
While attempting to insert a lumbar drain catheter, the tip was sheared off by a needle. The surgical site had to be re-opened to retrieve the catheter tip. The tip was retrieved and removed successfully. The lumbar drain was replaced. There was no pt injury.